Event description:
It was reported on an unknown date about the item 05.000.008 reverse speed does not work the issue was observed during weekly audit there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary service and repair evaluation: the customer reported on an unknown date about the item 05.000.008 reverse speed does not work. The repair technician reported rust on motor, debris on motor, debris on housing and barriers, device runs low, button failure on circuit board. The cause of the issue is improper maintenance. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part # 05.000.008 synthes lot # 008054 supplier lot # 008054 release to warehouse date:15 jun 2021 supplier: triangle manufacturing. No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.